Manufacturer narrative:
Product event summary: the pscc100 pulsed field loop catheter was returned and analyzed. Visual inspection was performed and the loop catheter was received without the guidewire threaded through. The guidewire lumen was received extended, kinked, and with a damaged array loop assembly. The guidewire lumen was kinked at two locations proximal to the formed knot. The shape of the catheter array was inverted, and the distal arm knotted over the guidewire lumen at the vicinity of the tip. The pebax involved into the knot was ribbed and pinched distally to electrode number one. The array pebax tube was damaged at junction of the proximal arm and dual lumen. X-ray imaging confirmed the integrity of the nitinol array wire was properly attached at the tip but detached from the dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. On x-ray imaging the pebax tubing appeared bulged by the displaced nitinol array ball. No evidence of damage was found on the pebax tubing side facing the guidewire lumen at the distal edge of the dual lumen. The first guidewire lumen kink was located at 0.433 inches and the second 0.63 inches proximal from the edge of the tip. Initial stiffness in the slide control function, likely attributed to dried blood, was encountered yet still operational. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed and as received; four ablations were conducted successfully. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the reported knotted array issue was confirmed through analysis and the loop catheter failed the returned product inspection due to: knotted array, inverted array, kinked pebax tube, proximal arm of the pebax tube torn, distal arm of the pebax tube pinched and ribbed, and nitinol array wire dislodged from the dual lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation, the pulsed field ablation catheter tip knotted while attempting to retract the catheter back into the sheath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.